Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm as well as failed battery test alarm. The customer¿s blood glucose level was unknown at the time of the incident. Assisted with performing a self test and self test was failed. Customer stated that the bottom was loud. Customer stated that the insulin pump was beeped during tone test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however, the pump alarmed hardware low level failures error during the self test and hardware low level failures error is found in the formatted history file along with audio anomalies due to broken trace at pin on the keypad assembly. No unexpected failed battery test or battery failed alarms noted during testing.